Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) that a patient on peritoneal dialysis (pd) discontinued pd therapy due to an infection. In additional follow-up, the reporting nurse stated the patient had peritonitis (date not provided). The patient has been transitioned to hemodialysis for renal replacement needs. The patient is reportedly recovering from the peritonitis event. No further information would be provided about patient specific details surrounding the peritonitis. However, the nurse indicated the peritonitis event was not related to any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to the patient causing a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Additional information: g.1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that a patient on peritoneal dialysis (pd) discontinued pd therapy due to an infection. In additional follow-up, the reporting nurse stated the patient had peritonitis (date not provided). The patient has been transitioned to hemodialysis for renal replacement needs. The patient is reportedly recovering from the peritonitis event. No further information would be provided about patient specific details surrounding the peritonitis. However, the nurse indicated the peritonitis event was not related to any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to the patient causing a breach in aseptic technique during the pd exchange.